Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 200 mg/dl. The customer was instructed to leave the pump charging for 30 minutes. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.